Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Surgical note was provided with limited information. Radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: interval revision of the femoral and tibial components of a right total knee arthroplasty with evidence of femoral component loosening. A definitive root cause cannot be determined. Per package insert loosening is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently it was reported the patient underwent a right revision of the total knee approximately 7 years later due to loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: ep-183644 - e1 vngd ps tib brg 71/75x14 - 348330, 141233 - biomet cc cruciate tray 71mm - j2258277, 184766 - series a pat std 34 3 peg - 299990, 402283 - cobalt g-hv bone cement 40g - 632210. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01129, 0001825034-2021-01132.

Event description:
It was reported that the patient underwent right total knee arthroplasty. Subsequently it was reported the patient underwent a right revision of total knee due to unknown reasons approximately 7 years later. Attempts have been made and no further information has been provided.